Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump got a battery out limit. The blood glucose level was unknown. Customer also stated that she sudden felt a beep and it say time/date setup. Troubleshooting was performed. The product will not return for the analysis.